Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door on channel a. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged pump door assembly was identified during functional testing. The cause of the condition was undetermined. To correct the condition, the pump door assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.